Manufacturer narrative:
(B) (4). The catheter access port was detached upon receipt of the pump. The pump passed functional flow testing.

Event description:
The pump was explanted to avoid in-vivo battery depletion. There was no pt injury associated with pump replacement. The pt recovered without sequelae.